Event description:
It was reported that the extension was replaced. It was noted that there was high impedance. It was noted that the event occurred post-operatively. It was noted that the lead could not be fully connected with the extension. It was noted that it completely dissolved the connector screw and no connection was possible. It was noted that the extensions were exchanged and the impedance was normal. It was noted that the lead was not explanted. It was noted that there was a very heavy connection. It was noted that there were no patient symptoms or complication associated with the event and the patient was alive with no injury at the time of the report.

Manufacturer narrative:
.

Event description:
Additional information received reported the event occurred after the test phase and that the "generator should be implanted." It was reported that "it was removed the test extension and at the connection of the new extension, the connection was very difficult."

Manufacturer narrative:
Concomitant medical products: product ID: 37081-60, serial# (B)(4), product type: extension. (B)(4). Analysis results were not available as of the date of this report, a supplemental report will be submitted when results are available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the extension found no significant anomaly. It was noted that the distal end molded rubber was cut. It was noted that no issue could be found with the setscrew and it could be tightened without difficulty to a known good lead using a 4 ounce-inch torque wrench. It was noted that a known good lead could be inserted into the extension without difficulty.